Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25-18 mm amplatzer talisman pfo occluder was chosen for a patent foramen ovale (pfo) occlusion procedure. During procedure, the blue connector of the loading system broke away for no reason, after the recapture of the device for repositioning. A new 25-18 mm amplatzer talisman pfo occluder was chosen and completed the procedure. The patient was reported stable.